Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a med (micro endoscopic discectomy) surgical procedure, the bur broke along the shaft. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the breakage occurred at a high stress flexural location on the bur within a curved attachment and the most likely cause of failure was heavy use. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the cutting accessory." The quality investigation is complete.

Event description:
It was reported that during a med (micro endoscopic discectomy) surgical procedure, the bur broke along the shaft. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.